Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the drawer failed. The customer stated that this malfunction did not cause a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer confirmed that confirmed that the customer did not answer the call and hence the work order was cancelled. The system functioned as intended after field service engineer investigated the device.